Event description:
It was reported that a patient underwent a tka- total knee arthroplasty on an unknown date, interrupted suture was used and an instrumented knot was tied. The patient fell over and wound dehiscence occurred. The site was a few centimeters above the knee. The surgeon's opinion about a causal relationship between product and event is no. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ 2360 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure, asked but unk. Date of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Tka. On what tissue was the suture used? All incision dehisced. What was the tissue condition (normal, tall incision dehisced.e, diseased)? Not reported with abnormality. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Square. What tissue dehisced? All the part of dermis incision. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Onset date/time of dehiscence? (# post op days) 3 weeks post-op. How was the dehiscence managed? Removal the suture and re-suture. Please describe any surgical intervention required for the wound dehiscence including date and findings. Removal the suture and re-suture. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported. Please describe the appearance of the suture during the second procedure. Unk. What symptoms did the patient experience following the index surgical procedure? Onset date? After a tka : total knee arthroplasty, the patient fell over and wound dehiscence occurred. The site was a few centimeters above the knee. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Patient falling down. What is the patient's current status? No problem. Lot number? Unk.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3 additional information was requested, and the following was obtained: original description : after a tka : total knee arthroplasty, the patient fell over and wound dehiscence occurred. The site was a few centimeters above the knee. =>*correct description : 1 month after a total knee arthroplasty : tka, wound dehiscence below the knee occurred when the patient fell. [The patient demographics] female [progress] it was re-sutured and there is no problem now. [Product use details] at a pitch of 7 mm, instrument knot was performed. Corrected information: h6 health effect - impact code.